Manufacturer narrative:
(B)(4). Functional testing and pressure testing was performed and leaking was not observed. The set was then sent to the supplier and the leak in the filter was confirmed. The filter was found to be manufactured properly although the vent membrane was found to be speckled in appearance. The speckled appearance indicates some type of chemical attack which damaged the vent material. The root cause of the leak in the set was not confirmed, however, the condition of the membrane along with the duration of time for filtration, could have wet out the vent membranes causing the leak.

Event description:
Customer reported tpn tubing was found to be leaking, possibly due to the filter. The bed was reported to have been saturated. No injury or medical intervention required.